Event description:
It was reported that the patient exhibited bradycardia. The patient presented in clinic, and interrogation of the leadless pacemaker (lp) revealed intermittent capture with high capture threshold. X-ray revealed that the lp had dislodged and traveled outside its intended chamber. It was decided to capture and retrieve the lp. After retrieval, it was found that the helix was deformed. It was elected to abandon the procedure on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient exhibited bradycardia. The patient presented in clinic, and interrogation of the leadless pacemaker (lp) revealed intermittent capture with high capture threshold. X-ray revealed that the lp had dislodged and traveled outside its intended chamber. The lp was noted to have gotten stuck near the tricuspid valve. It was decided to capture and retrieve the lp. After retrieval, it was found that the helix was deformed. It was elected to abandon the procedure on (B)(6) 2025. The patient was stable.